Event description:
A customer reported that a dull knife blade was noted during surgery. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One knife sample was received by manufacturing in an opened blister package. The knife was returned loose inside of the blister. The sample was inspected per facility procedure and was determined to be visually nonconforming with a damaged tip. Penetration and sharpness testing could not be performed due to the damaged condition of the sample. The final customer lot was identified. Two component knife lots were used to make up the customer's identified lot. A device history record review was conducted and no anomaly was found. The product was released based on the manufacturer's acceptance criteria. No additional investigation is required based on the device history record review. A complaint history examination indicates that no additional complaints were associated with the reported lot. How the returned blade became damaged cannot be determined from the evaluation. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The manufacturer internal reference number is: (B)(4).